Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately eight months post implant it was reported that the patient heard an audible alert beeping. An interrogation report shows that the alert was for high right ventricular (rv) coil impedance on the right ventricular (rv) lead. It was noted that this has been slowly, smooth rise, trending up. The upper alert limit was increased. The rv lead remains in use and the will be monitored every couple of months. No patient complications have been reported as a result of this event.